Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the lg cable connector fluid damage, the laser cut filter cracked, the receptacle corroded, the operation channel leak, the eog valve loosened, the up pulley wire worn out, the left pulley wire worn out, and the suction channel kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.